Manufacturer narrative:
(B)(4): analysis of the pump revealed motor gear corrosion; corrosion and residue seen on the and lower shaft of gear 3 and 4.

Event description:
The pump was replaced for routine battery depletion. The pump was returned to the MFR when it was replaced. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis. The device system was used to deliver baclofen 2000 mcg/ml.